Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hyperglycemia of 12.0-25.0 mmol/l and was unable to correct the issue by changing the accessories and delivering insulin via the infusion device. She delivered insulin via pen and changed to her backup infusion device on (B)(6) 2014, and her blood glucose level is now "ok." She believes the insulin delivery of the infusion device is too low. No adverse event was reported. The alleged product was requested for evaluation.